Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred post procedure. A versacross access solution was selected for use for a pulse field ablation (pfa) and permanent pacemaker (ppm) procedure. The procedure was completed and when echocardiogram was performed post procedure, the physician was informed that there was a possible effusion. The physician performed pericardiocentesis on the patient. The patient was sent to intensive care unit (ICU) with a drain. The patient is expected to fully recover. The device is not expected to be returned for analysis as it was disposed. It was further reported that there were no issues noted with pfa workflow. No pericardial effusion (pe) was noted prior to procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.